Event description:
Customer reporting 2 false negative sars results. Customer states the result were confirmed positive by 2 other pcr methods. Customer does note that the diagnosis codes for the 2 patients are not associated with sars and is unsure of symptomatic status. Report 1 of 2 results.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone.